Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath, and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed a kink in the sheath 8.5cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but release criteria was not met. While the physician fully recaptured the closure device back into the wds, the was became kinked. The full recapture was successful and both the was and wds were removed from the patient. A new wds and was were then used to successfully complete the procedure. The closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but release criteria was not met. While the physician fully recaptured the closure device back into the wds, the was became kinked. The full recapture was successful and both the was and wds were removed from the patient. A new wds and was were then used to successfully complete the procedure. The closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred.